Event description:
During a procedure, the generator was unable to reach temperature. The procedure was cancelled when the patient was on the table and there were no adverse patient consequences.

Manufacturer narrative:
During investigation a stuck ¿auto stop¿ key on the upper assembly was identified as the root cause of the reported event.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported temperature issue and subsequent cancellation could not be determined.